Manufacturer narrative:
(B)(4). Supplemental report date sent: 11/17/2016. Batch # n53918. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, surgeon has opened the stapler by following all sterile techniques. Surgeon fired the stapler, it was first firing and stapler was checked, surgeon found that knife is not coming back; stapling was done but knife was stuck and so it was powered stapler surgeon has changed battery but he found that knife is still not coming back and thus he performed manual override to get stuck knife return to its position. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.